Manufacturer narrative:
One used burr was received for evaluation. Functional testing was performed and it was confirmed that the bushing rotates. Visual inspection confirmed that the batch was not deburred and there was a crack noted on the outer hub. Scoring was also noted on the inner tube. Measurements of the scoring locations were taken and the following scoring marks were noted: 3615 inches on the proximal end; 1.2200 inches on the heat shrink: .2380 inches on the bushing. A review of the device history records was performed which confirmed no inconsistencies. After the evaluation, a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During an arthroscopic mumford procedure, it was reported that the blade was shedding. The shedding was reportedly removed via suction. There was no delay to the case reported and the procedure was completed with a backup device.